Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device referenced in this report has not been returned to olympus for evaluation. The initiator of this report confirmed the device would not be returned at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. From the legal manufactures investigation results these phenomena may be due to the locking lever failure of the video connector socket. The users complaint of no image, and loose connection of the socket could not be confirmed. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that when connecting a camera head to the olympus, model cv-190, evis exera iii video system center, an image was not obtained and the camera head fell out of the socket. The problem, as reported to olympus, was identified during a procedure. The intended procedure was completed using the same device. There was no patient impact or injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.